Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance and noise at implant. The physician elected to leave the lead implanted and programmed the system to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.